Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The patient was inserted an icy catheter on the right femoral vein without issue. Approximately on day 2 of ivtm therapy, the hospital personnel observed that the saline bag was empty. Upon inspection, no signs of leak on the start-up kit (suk), on the floor or on the patient's bedside was observed. No alarm on the console was reported. Following this, the nurse exchanged to another saline bag and re-primed the suk. Ivtm was continued. On day 3 of ivtm therapy, the same observation of the saline bag emptying was observed. Following this, a decision to remove the catheter was made, a leak on the catheter was suspected. Ivtm was discontinued and catheter was removed without issue. No known impact or patient consequence was reported. A medwatch report MFR 3400690000-2018-8007 submitted by the facility to the FDA at an unspecified date on mar 2018 was received by zoll on 19 mar 2018 via postal mail. The information contained in the report has been reported in this medwatch report.